Event description:
It was reported to boston scientific corporation that a solyx¿ sis system was used during a solyx placement procedure with concomitant anterior prolapse repair with native tissue performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient experienced urinary retention of moderate severity. The patient was treated with tamulosin on (B)(6) 2014 and the event resolved on (B)(6) 2014. The physician assessed the event as related to the procedure and not related to the device.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.